Event description:
Additional information received indicated that the loosening interface was cement-implant interface on femur - the femur just lifted off and was clean of all cement, but there wasn't really any firm cement left on the remaining bone either. Again it was cement-implant interface on tibia, but there was more fixation than there had been on the femur. There was no firm cement mantle remaining, so yes there was also loosening at the bone to cement interface.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of right primary attune tkr for early failure via loosening. Similar situation to the left knee which was revised in similar circumstances a couple of months ago. Male now (B)(6) yo patient had size 6r attune cr, size 6 rp tibia and size 6, 7mm (?) Cr rp insert as index primary procedure in (B)(6) 2017. Native patella retained at index procedure. Used separate mixes of cmwii to implant tibia and then femur respectively. After satisfactory initial follow up, patient presented at 2.5 years with severe pain in both knees. The right knee was deemed the less painful of the two, hence was revised second. Pre-op xrays suggested femoral component was loose, with condylar bone loss expected. Tibia looked to have some kind of cyst in anterior metaphyseal area. Revision procedure was booked for today with attune revision rp kit. The primary femoral component lifted off by hand without any other extraction device. The implant was clean. The cement interface was soft and was removed with nibblers to reveal significant hole in medial condyle and a lesser hole in lateral condyle. The primary rp poly insert had significant pitting on the articular surface and evidence of backside wear on the underside. No loose bodies were evident in the joint. The tibial baseplate was more secure than the femur had been, with a firmer cement interface. The implant was removed with a combination of osteotomes and punches to knock it up out of the proximal tibia. It had no cement or bone attached to it once removed. Implants are available for retrieval at (B)(6) hospital. The knee was revised to attune revision with size 6 rp tibia, 37 partially coated tibial sleeve and 14x60mm pressfit stem. Femur was a size 7 revision femur with 12mm posterior augments both sides and 4mm distal augments both sides, with a 16x110 pressfit stem. Size 7, 10mm revision insert was used, and a 38mm dome patella. Samples were taken and sent to the lab, results not yet known.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.